Event description:
It was reported that during a supply change the user skipped the fill tubing step, resulting in a period disconnected without insulin delivery as they attempted to troubleshoot and subsequent elevated glucose readings up to 240 mg/dl; the user then restarted the supply change, reconnected, ate, and later reported improved glucose values, with education and troubleshooting provided for infusion set and cartridge handling and no device alerts noted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed elevated blood glucose due to prolonged disconnection from the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error.